Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the monitor of the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the monitor of the navigation system would intermittently go to a black screen. The reported issue occurred twice during the procedure, but did not affect the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.